Event description:
It was reported that the patient had staphylococcus aureus infection at the pocket site. The patient was hospitalized and underwent a spinal cord stimulator (scs) explant procedure. The explanted devices were disposed by the facility. No further information has been obtained despite good faith efforts. Additional information was received that the infection was not device related and formed by the pocket incision due to improper closing/healing of the wound. The patient was placed on antibiotics. The patient was healing.

Event description:
It was reported that the patient had staphylococcus aureus infection at the pocket site. The patient was hospitalized and underwent a spinal cord stimulator (scs) explant procedure. The explanted devices were disposed by the facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI upn: m365sc8416700, model: sc-8416-70, serial: (B)(6), batch: 7074963, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-lead fixation upn: m365sc43160, model: sc-4316, serial: batch: 35008237, UDI: ((B)(4).